Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
It was reported that during implant procedure, the capsule collapsed. The surgeon cut and removed the lens, performed anterior vitrectomy, and implanted a 3 piece lens.